Event description:
Following an interventional procedure, the physician was unable to remove the introducer sheath from a fibrotic vessel. Further tension placed on the device caused the wire braid to unravel and the body of the sheath to separate. The physician was able to clamp the remainder of the sheath distal to section of the wire and successfully remove all components. The patient was reportedly recovering.